Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited high capture thresholds. The pacemaker was explanted and patient's condition was noted to be stable throughout the procedure.